Event description:
The patient called alleging an error 4 message on the lfs meter. She retested and obtained an error 5 message. Since she was unable to test on her meter, she contacted the md's office for advice. The nurse advised the patient to contact lfs for assistance. The patient did not experience any symptoms at the time of testing and was not treated at the md's office. Ccr was unable to resolve the error 4 and the error 5 message and sent the patient a replacement meter.